Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the application was unresponsive and user was unable to issue medication. A technical support specialist (tss) identified that no key combos were configured in the hickory ridge database. The customer will contact the pharmacy for further assistance to address the issue, and the case was proceeded for closure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, there are no key-combos set up in the hickory ridge database. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, there are no key-combos set up in the hickory ridge database. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.